Event description:
It has been reported to philips that the system will not boot and is giving an error message of check tso (table side operating module) for pushed button. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting actions showed the tso was damaged due to a drop. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that geometry module was damaged because customer dropped it. The philips rse suggested to replace the geometry module. Fse visit in this case has been cancelled. The codes were updated based on the investigation outcome.